Event description:
Customer reported the ac-t 5diff analyzer sample door failed to open and the instrument sampled from the same blood sample tube twice, but assigned the results to two different sample ID numbers. The lab tech noticed the incident and discovered the two sample ID numbers had identical results. No incorrect results were reported out of the laboratory. No change to the pt was attributed to or connected to this event.